Event description:
It was reported that during knee surgery, the back of the saw fell off and into the surgical area. There was no patient injury nor delay reported.

Manufacturer narrative:
Investigational findings: the device was received for evaluation. All parts were returned. The eval confirmed that the back of the device came apart. The investigation found the mode selector/switch detached from the housing. Further investigation found the threads on the housing damaged and no loctite was found remaining on this part of the device. The customer will be contacted to provide additional in servicing on care and maintenance of this product.